Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints. Based on the information provided, a conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. The supera stent was mostly deployed, but the physician did not fully deploy the stent as there was difficulty detaching the stent from the stent delivery catheter. There was also difficulty visualizing the stent. The supera stent was removed. Another supera stent was implanted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.